Event description:
I started using a tandem t-slim x2 insulin pump with dexcom g5 cgm a few weeks ago. I have been using a dexcom g4 with a receiver for several years and am very familiar with how it works and when there is an issue with a sensor. I put in my current sensor on (B)(6) 2017 and had no issues with it calibrating, providing me with accurate bg readings or losing signal. I also have the dexcom app running on my phone so that my husband can see what my bgs are doing. Last night I was out of range of my cell phone when I checked my bg reading on my pump. It said it was 186. The next time I looked at the pump a few mins later the bg reading had been replaced with the symbol for "sensor session ended" - a clock with a sensor insertion device in front of it. When I went into the mycgm on my pump I had the option to "start new sensor session" in green which made no sense since I had not sopped the current sensor session which had only been a little over a day. I called tandem. They did a minimal amount of troubleshooting and told me that either I or my husband must have ended the sensor session accidentally through the app and that dexcom would have to troubleshoot that. I called dexcom. My phone was not in range to get data when the "sensor session ended" at 8:57 pm (B)(6) 2017 per my pump's cgm history, so I couldn't have used the app to turn the sensor session off. My husband doesn't have the capability through the app to turn the session off because he is just "following" me. There's also a failsafe in the app, just like there is in the pump, asking you if you're sure you want to end the sensor session so dexcom agreed that it would have been impossible for me or my husband to have stopped the sensor session using the app. Their contract with tandem is that they can only troubleshoot issues with the app - they are not allowed to address issues with their cgm software when it is being used via the t-slim pump. But since dexcom agreed that this was most likely a software issue, the rep got permission to call tandem with me on the phone to address this issue. (B)(4), the tandem rep we got, refused to address the issue with the dexcom rep on the phone. She told us that the previous tandem rep had given me misinformation and that she could handle this so I was forced to let the dexcom rep have the call. (B)(4) proceeded to determine that the sensor must be faulty because it couldn't possibly have been a software issue. This made no sense to me since there's another icon that would have shown up if there had been a sensor failure and because I was successfully able to calibrate the cgm with the same sensor after the 2 hour warm up period. The sensor continues to work fine. Tandem refuses to look at this as a software issue but there is no other logical explanation since the sensor is working fine now, it would have taken 6+ button pushes for me to have manually ended the sensor session which I did not do, and if there was an issue with the sensor, a sensor error alarm would have occurred during the 2 hour warm up period. Tandem insists that this is a faulty sensor issue and that until they receive the defective sensor from me they can't do anything about it. They don't know when I will receive the envelope to return the sensor and when I asked what sort of container I would be putting the sensor into the return envelope since you're not allowed to return used medical products through the mail in just an envelope. I was told by (B)(4) that was an excellent question and that she had no idea and would get back to me about that but it might take a few days. The tandem rep I spoke to at 2am today told me that it could take 6 months to investigate this issue when I asked about the timeline. I asked if they would need my pump given that I believe this is a software issue. He told me that they would have to inspect the sensor first. When I expressed concern that if this is a software issue I'm concerned that my pump is malfunctioning. He asked me if it was delivering insulin I told him no way of knowing that since the insulin is in a sealed cartridge and I can't see the insulin. I have other health issues and sometimes don't need insulin so it's possible that the pump isn't delivering insulin. I'm frustrated that tandem is continuing to treat this as a sensor issue and isn't offering me a new pump or looking into potential software issues that allowed the pump to end the sensor session for no obvious reason. I'm not allowed to contact dexcom about this issue unless it's an app issue or I switch to using a separate receiver other than my pump. Tandem refused to reach out to dexcom to explore the possibility of this being a software issue and because of the contract in place dexcom is not allowed to provide me with technical support even though they agree this is most likely a software issue. If I switch to a separate receiver for the cgm and this is a software issue with my pump I'll have no way of knowing that. I chose this pump so that I would have one device for my cgm and insulin pump.